Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures, however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy post left heart and bypass graft angiogram. No intervention was performed. Two weeks later, during a follow-up visit with the physician, the patient reported a heaviness in the leg that had been experienced since the angiogram. The physician ordered an ultrasound of the right leg which showed a filling defect in the right common femoral artery (rcfa). The patient was taken to the cath lab for an angiogram of the right leg. The physician gained access through the left femoral artery (lfa) and injected contrast into the right lower extremity. A large filling defect was noted in the rcfa. The lesion was crossed with a filter wire and a balloon passed over the wire to the filling defect. After inflations, the balloon and filter wire were removed. The patient was sent to the hospital's intensive care unit with the sheath left in place in the lfa. The patient was reportedly recovering.